Manufacturer narrative:
The reported field event of noise and no output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented in the implant procedure. During the procedure, the pulse generator did not pace. Then the device was interrogated and the noise was oversensed in the ventricular channel. The device was not used and a new device was implanted successfully. The patient was stable throughout the whole procedure.